Manufacturer narrative:
Continuation of d10: product ID: 37612, lot#serial#: (B)(6), implanted: on (B)(6) 2013, product type: implantable neurostimulator. Product ID: 37092, lot#serial#: unknown, product type: multiple therapy product. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient regarding an implantable neurostimulator. The patient states the programmer does not seem to be working for them anymore. Patient states the other day the therapy went off and patient tried several times to get it to start again. Patient was able to turn therapy back on. Patient mentioned having high settings and from time to time the therapy will shut itself off before patient can get back to it. This might happen about once every couple months. Agent asked how long this has been going on and patient states not that long, but for some quite time now and it happens now and again. Patient also mentioned having high settings. Agent reviewed patient needs to make sure they are charging more frequently. Patient states having two programmers and has the same issue every now and then with both of them. Patient states there is not a broken button or anything and has replaced the batteries. Agent reviewed patient may want to try a programmer antenna and see if that helps. Agent sent request to repair for an antenna. Patient was a little hard to understand and did not want patient to have to open the programmer, take out the batteries to get the serial number.